Manufacturer narrative:
Ref. Date of event is estimated conservatively as (B)(6) 2015 based on the reported onset date of (B)(6) 2015. (B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot sp100208. Results of evaluation: (B)(4). Review of the device history records resulted in no remarkable findings including acceptable sterilization confirming that the lot was irradiated within the process parameters and no deviations or nonconformances revealed during processing with product or patient impact. Lot sp100208 met all qc release criteria. As of 06/01/2016, no other complaints have been reported to lifecell against lot sp100208. As of 06/01/2016, (B)(4). Internal investigation resulted in no remarkable findings including acceptable sterilization, no deviations or nonconformances with product or patient impact and 185 devices distributed with no other complaints against strattice lot sp100208. The explanted device was not returned to lifecell for evaluation. A relationship between the reported fluid collection and the device could not be conclusively determined. Based on the reported information, including that the patient's condition did not resolve until the strattice lhrd was explanted, the device as a contributing factor to the fluid collection could not be ruled out. Although patient factors may also have contributed to this event, no relationship could be determined due to the limited information. Lifecell has made several attempts to obtain additional patient and procedure specific information, but to date, no additional information has been received. If additional information is obtained, a follow up report will be filed. Device discarded by the customer.

Event description:
Limited information was reported regarding a female patient with ulcerative colitis that underwent a laparoscopic repair of a parastomal hernia and reversal of ileostomy on (B)(6) 2015 with the implantation of strattice lhrd. Protac and vicryl tackers were used to secure the mesh. Around (B)(6) 2015 (exact date not reported), the patient returned to the office complaining of soreness/pain at the surgery site. The patient was sent for a CT scan that showed fluid collection. The physician drained the fluid in the office and packed the site. The patient was started on augmentin antibiotics. The patient had another CT scan (date not reported) that still showed fluid collection. The patient was sent to an interventional radiologist who then placed a percutaneous drain. The patient was also treated with a pic line (peripherally inserted central catheter) for 3 weeks with antibiotics administered. Ultimately, the patient was returned to surgery on (B)(6) 2016 (approximately 8 months post-op) where the strattice lhrd device was explanted. The explanted strattice lhrd was not returned for evaluation. It was reported that the patient is currently doing great. Lifecell has made multiple attempts to obtain additional patient and procedure specific information, but to date, no additional information has been received.